Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex device that failed to deploy at the distal end after there was resistance in a marksman catheter. The patient was being treated for an unruptured saccular aneurysm of the left supraclinoid ica. The aneurysm max diameter was 15.82mm with a neck diameter of 10.05mm. Vessel tortuosity was minimal. It was reported that there was some resistance of the pipeline in the microcatheter. The pipeline was slowly deployed but failed to open at the distal end. The pipeline was removed from the patient and was replaced successfully with a competitor's product. The patient did not sustain any harm or injury during the procedure.